Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible that the introducer sheath was too close to the stent during deployment causing a portion of the stent to deploy within the introducer sheath; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. The supera stent delivery system was advanced to the lesion. Deployment was initiated; however, the stent became caught in the introducer sheath and would not release, so the stent delivery system, including the stent was removed from the patient, without issue. There was no adverse patient effect or a clinically significant delay in procedure. Another supera was implanted without issue. No additional information was provided.